Event description:
It was reported that this device declared a long charge time (lc) error, and a request was made to have device data analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended prompt device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination found no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device declared a long charge time (lc) error, and a request was made to have device data analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended prompt device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.